Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: case cracked by front corners, corner lining on bottom case is worn off on bottom case, plunger head is cracked by all screws. Both tamper seals were intact. Functional testing and an occlusion test were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. As a preventative measure, the speaker was replaced.

Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.